Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a premature ventricular contraction procedure, an intellanav mifi oi was selected for use. It was reported that after using the intellanav mifi oi catheter in the left ventricle for around 30 minutes, the physician noticed it was not correctly irrigated anymore, because the irrigation tube at the handle of the catheter was broken. The catheter was changed for a new one and the case was successfully completed. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection noted the irrigation extension tubing was partially detached/separated from the luer fitting at the adhesive joint. The tubing separation would lead to a situation where saline would be unable to enter the catheter. The reported event was confirmed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
During a premature ventricular contraction procedure, an intellanav mifi oi was selected for use. It was reported that after using the intellanav mifi oi catheter in the left ventricle for around 30 minutes, the physician noticed it was not correctly irrigated anymore, because the irrigation tube at the handle of the catheter was broken. The catheter was changed for a new one and the case was successfully completed. No patient complications were reported.